Event description:
Pump programmed to give an antibiotic (in the home) x 5 days. The pump went to "off" position and stopped working. The pt called - a nurse went out, the pump was replaced with a new one, the pt missed no doses of medication. The MFR was notified and the pump was sent back for review and testing.